Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device noted an alert for high out of range impedance measurements on the competitor right ventricular (rv) lead could not be transmitted through latitude. As troubleshooting was unsuccessful, the patient was advised to present to the clinic for interrogation. Subsequent information was received that the latitude transmission was successful. Lead testing was performed, but the impedance measurements remained stable. As a result, the patient will continue to monitored appropriately. No adverse patient effects were reported.